Manufacturer narrative:
The reported events of ¿the ventricular threshold was found to be 5v¿ and ¿lead damage is being taken into account¿ were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented with discomfort and arrhythmia in the emergency room. It was noted that the right ventricular (rv) lead exhibited damage and high capture threshold which resulted in failure to capture. The rv lead was explanted and replaced. There were no patient consequences.